Event description:
Customer reported a check valve failure. No pt harm was reported and no other details of the event/pt were available.

Manufacturer narrative:
(B) (4). (B) (4). The product is available at the facility's site and it has been requested multiple times to be returned for investigation. It has not been received. A f/u report will be submitted if further info is obtained.